Event description:
Same patient as MFR report #: 2134265-2011-03169. (B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient presented with chest pain. The patient was diagnosed with unstable angina (braunwald classification: iib) and cardiac catheterization was recommended. The target lesion being treated was located in the distal left anterior descending (lad). The lesion was 90% stenosed, 2.75mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 2.75x20mm study stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. Of note, in (B)(6) 2011, the 80% stenosis located in the mid lad was treated with placement of a promus stent. Residual stenosis was 0%. In addition, a non-target lesion located in the 1st obtuse marginal (om) with 80% stenosis was treated with placement of a promus. Residual stenosis was 0%. In (B)(6) 2011, the patient had increasingly shortness of breath, weakness. The patient "refused to come to the hospital and was followed on hang up". The patient was not breathing and was immediately brought to the emergency department where in the patient was placed on monitor and was found to be in asystole. The patient was evaluated for cardiac arrest. Upon admission, physical examination on glasgow coma score eye opening was 4, verbal response was 5, and motor response was 6. The patient was immediately intubated, cardiopulmonary resuscitation was begun, epinphrine was administered and rhythm went into ventricular fibrillation. A repeat shock rhythm asystole was experienced by the patient and sodium bicarbonate and epinephrine x3 was administered with no return of sinus rhythm and no cardiac activity was noted. Target organ damage was noted, support was withdrawn and was declared dead.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by manufacturer : the unit was not therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).